Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint database revealed no other similar incidents reported for dislodged/dislocated from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Evaluation summary: it should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 2.5 x 38 mm xience xpedition stent delivery system was advanced to the lesion and the balloon was inflated when it was noted that there was no stent deployed. Cine and intravascular ultrasound (ivus) verified the stent was not in the anatomy; therefore, it was concluded that the stent dislodged before use. The lab was searched for the stent; however, the stent could not be found. The protective sheath was not checked. There was no resistance removing the protective sheath. Another 2.5 x 38 mm xience xpedition stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.